Manufacturer narrative:
(B)(4). Added additional information: the device was received with the outer tube damaged by compression at the torque flats interface. The device was mechanically inspected and the jaws were difficult to open and close. The instrument was then disassembled and scuff marks were noted on the inner tube at the torque wrench interface. This damaged could have probably resulted from not torquing the device with the provided torque wrench.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the jaw of the scalpel could not be opened after closed. Another device was used to complete the procedure. There were no adverse consequences for the patient.